Event description:
It was reported that during a follow-up visit, noise sensing was witnessed within the seven episodes stored in the associated ICD (ovatio vr 6250; sn:(B)(4)) memory. Appropriate threshold and impedance measurements relative to the lead were made during the visit. The physician indicated that any equipment which could cause emi was not used, and that isometric testing was performed, and noise was not reproduced. The subject lead remains implanted. Preliminary assessment of the reported noise sensing is suggestive of a lead issue. The recommendations associated to the isoline fsca from (B)(6) 2013 are applicable, and complete lead replacement should be considered.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.